Manufacturer narrative:
Product complaint #(B)(4). A non-sterile embovac ic 71, 125 cm, ce, asp. Ind. Was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and multiple compressed conditions were found along the entire length of the distal tip. No other damages were observed. The presence of hydrophilic coating was confirmed. The distal tip was inspected under magnification, and the braided wire was found stretched. The device was flushed with a lab-sample syringe, and no water leakage was observed from the stretched portion. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding the tip of the catheter becoming compressed/flat was confirmed based on the damages found on the distal tip; however, factors not described in the information provided, such as patient¿s anatomy, device manipulation, and operator¿s technique, may have contributed to the issue encountered. According to the risk documentation, anatomical tortuosity, no inspection, and continuing to use a damaged catheter are potential causes of failure for catheter damage. With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿ do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device. ¿ exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a healthcare professional, that an embovac ic 71, 125 cm, ce, asp. Ind. (Ic71125ca/ 31152913) was used for a thrombectomy procedure. During the procedure, the user reported the embovac catheter was unable to aspirate the thrombus. The device was removed from the patient and the tip of the catheter was found to be compressed/flat. The physician switched a new device to complete the surgery. The surgery was prolonged about 10 minutes. The event was initially reported as such, ¿compressed. It was reported that before the operation, physician opened device outer packaging for inspection and observed the catheter was in good condition. During the surgery, the catheter was delivered to the target site and was used to aspirate thrombus. It was found that the catheter could not aspirate thrombus. The physician removed the catheter from the patient. It was observed that the tip of the catheter had been compressed/flat. The physician switched a new device to complete the surgery. The surgery was prolonged about 10 minutes.¿ on 29-jul-2024, additional information was received. Summary: per the information, the event resulted in a procedural delay that was considered clinically significant. There were no patient consequences or injury. Direct aspiration first pass technique (adapt) was used. No further information was made available at the time of this review. The procedure was a thrombectomy of the middle cerebral artery. ¿the blood vessels are more tortuous, and the siphon bend segment is more tortuous.¿ there was no break in device integrity at the site of the defect. No further information was made available.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Catheter kinking/damage during clinical use is a known and common occurrence occurring during angiography and is typically related to anatomy, technique, skill, and vessel tortuosity. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring as a result of kinking or bend type damage is remote. However, the event prolonged the procedure by 10 minutes, which the treating physician felt was clinically significant. A thrombectomy is considered an emergency procedure, due to neuron death occurring every minute the cells are not perfused. Based on this information and treating physician¿s assessment, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 29-jul-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.